Event description:
Literature: kennedy sh, giacobbe p, rizvi sakina j, et al. Deep brain stimulation for treatment-resistant depression: f/u after 3 to 6 years. Am j psychiatry. 2011; 168(5): 502-510. (B)(4). Summary: the authors represent an extended f/u of 20 pts with treatment-resistant depression who received deep brain stimulation (dbs) to the subcallosal cingulate gyrus (B)(4) between may 2003 and nov 2006. After an initial 12-month study of dbs, pts were seen annually and at a last f/u visit (between sept 1 and dec 30, 2009) to assess depression severity, functional outcomes, and adverse events. There were 9 male pts and 11 female pts. Functional impairment in the areas of physical health and social functioning progressively improved up to the last f/u visit and in general, pts required less medication after dbs implantation. Reportable event: the authors reported on a pt with a family history of psychiatric illness. The mother suffered from schizophrenia and the aunts had major depression but there were no completed suicides. Prior to dbs implantation, this pt was reported to have been admitted three times to the psychiatric hosp. One admission lasting 2 years occurred following a suicide attempt at (B)(6); this was the documented time of disease onset. At (B)(6), the pt received deep brain stimulation. The outcome for the pt was described as intermittent response and remission, but no functional recovery. The pt had three admissions at 3, 4 and 5 years post surgery; the longest admission lasted 2 months. The authors reported that this pt (pt 1) died 75 months after dbs implantation at the age of 55; this was an unconfirmed suicide. The authors indicated that there was no evidence that this was due to dbs device failure or changes in stimulation parameters. The source literature did not specify which device model was used.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no add'l info was available, add'l info regarding the pt and the device has been requested.